Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion in the mid rca. The lesion was 90% stenosed with moderate tortuosity and calcification. During inflation, the balloon ruptured and the physician experienced difficulties when trying to remove the device. During removal attempts, the stent stripped of the balloon but the physician was able to successfully deploy the stent using another balloon. The remaining part of the device was successfully removed. Approximately 24hrs post index procedure, patient death occurred. Cause of death was reported as multi system failure. Physician indicated that patient death was not related to stent. No post mortem was performed. Evaluation summary: the distal tip was flared and slightly damaged. The transition tubing was stretched. Crimp impressions were evident along the working length of the balloon. The proximal and distal balloon folds were partially opened and disturbed. A short radial tear was located on the outside of a proximal pillow balloon fold. A deep scratch was visible on the proximal side of the leak site.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (balloon rupture/death). Patient's condition affected effectiveness of device (90% stenosed with moderate tortuosity and calcification.) Conclusion: device failure/lack of effectiveness related to patient condition (90% stenosed with moderate tortuosity and calcification).